Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm fenestrated bipolar forceps was analyzed and found that the instrument does exhibit a break specifically between the snake wrist and the instrument's proximal clevis. Because of the break, the proximal clevis and grip set are able to freely hang from the instrument. After closer inspection with a microscope, it appeared that the cause for the dislodged proximal clevis was due to a missing weld. The snake wrist and proximal clevis are welded at 2 sites. The welding procedure for each site consists of two tack welds and a seam weld. One weld site appeared to have the two tacks as well as a complete seam weld but the second site had the two tack welds but was missing the seam weld.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was found to have a broken snake wrist at the weld that connects to the clevis. The instrument will be transferred to advanced engineering to determine if there was a missing weld.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument working head had externally separated from articulating wrist. There was no report of patient involvement.